Event description:
Resident found lying face down on floor with walker on top of her. Resident bleeding from mouth and nose. 1/2 cm cut to side upper lip; small bruise to nose and some swelling. Skin tear above right eye, right hand on inside of 3rd finger. Neuro checks every shift. Right hand splint.